Event description:
It was reported two balloons developed pin-hole leaks below their rated burst pressure during an iliac angioplasty of a calcified lesion via a kissing balloon technique. Other balloon catheters were used to successfully complete the procedure without pt complications. The devices were destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated these devices were used in a calcified lesion which co believes contributed to this event and does not attribute it to the devices. However, without evaluating the devices, co cannot determine the exact cause for this event. Co's directions for use state: "due to the extremely thin wall thickness of the ultra-thin tm balloon, ultra-thin balloon catheters should not be used for procdures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."